Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow up, the device tested normally. When the nurse left the room then came back, she found that there were now alerts noting that there was an issue with lead integrity and that tachy parameters were off. The parameters were as if the device was brand new. The nurse reprogrammed the device. A telemetry issue was suspected. The patient was fine and monitoring will continue.